Manufacturer narrative:
Device evaluation summary: the reported issue that the instrument was increasingly producing incorrect measurements. Either only one chamber was being measured, or the act stopped after a few seconds, or the chambers had a very high time difference was not verified during service. Service technician could not reproduce reason for return. Errors found in statistic log file: 010, 012, 013 and 015 (routine errors). Service technician observed internal dust and blood accumulation on lift bar and flag sensor. This issue was resolved by cleaning the instrument. Service technician performed verify clamping fastener in lift drive assembly and replaced screw lift drive assembly. Service technician adjusted lift bar height to 0.0920-0.0915 inch. Service technician performed several tests with water, results o.k. Service technician performed cartridge test hr-nm 92.0-92.0 sec, (range 072-112 sec) and hr-ab 303-309 sec, (range 267-559 sec), results o.k. Cleared statistic log file (no serious error). Preventive maintenance was performed per specifications. Note: the instrument was serviced/analyzed in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this act plus instrument was increasingly producing incorrect measurements. Either only one chamber was being measured, or the act stopped after a few seconds, or the chambers had a very high time difference. The use of the instrument was unspecified. There was no adverse patient effect reported with this event.